Manufacturer narrative:
(B)(4). Batch # n90g8l. The er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in a yielded condition and the floor damaged. It could not be determined what may have caused the damaged found on the floor. No functional testing could be performed due to the condition of the floor. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a donor nephrectomy procedure, the staples scissoring when deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.